Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000 mcg/ml) at an unknown dose rate via an implantable pump. It was reported that three times the patient heard the non-critical pump alarm in the afternoon and evening. The patient then got spastic and went into the ward. The patient went to the hospital and received help with oral baclofen. The patient recorded the non-critical alarm. The nurses searched the pump's log on (B)(6) 2026 but found no alarm. They emptied the pump and filled it. Regarding factors that may have led or contributed to the issue, constipation and infection were indicated. The patient was no longer constipated and antibiotics were ongoing. No surgical intervention occurred and it was unknown if surgical intervention was planned. The pump remained implanted and in-service. The issue was resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The date of pump implant was unknown. The patient's medical history and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider via a company representative reported that the dose rate of baclofen and the causes of the infection/constipation and the patient hearing the alarm were all unknown. The pump was replaced on (B)(6) 2026 and all issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.